Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had an issue with the silicone cap cover in a foley bag kit. A 71 y/o male was sent to the ed with a 3 way foley catheter in place. The patient presented with gross hematuria and a need for a blood transfusion following a urology office visit. Admission orders were placed including an order for bladder irrigation. The patient was transferred from the ed to 4 east at 10:00pm with the 3-way foley catheter in place. Upon arrival the floor rn observed a distended abdomen and the patient was complaining of pain. Continuous bladder irrigation (cbi) fluids were running but no active output was noted. Attempts were made to irrigate the foley to remove clots. The nurse noticed a cap on the catheter bag was inserted into the output port blocking output. The cap was removed and reported to her supervisors. The medicine provider ordered pain medication and CT abdomen/pelvis. At 12:51, results of the CT showed a possible bladder perforation. At 01:27, the patient developed tachycardia, low blood pressure and was admitted to the ICU. At 6:00am, to or exploratory laparotomy/cystoscopy (note stated perforation of bladder due to over distention). Per additional information, the patient had 2 additional procedures after the bladder repair to manage his hematuria and abnormal bloodwork (low hemoglobin, platelets, etc.). The patient was discharged to hospice.